Event description:
Trigger on impact device was malfunctioning. Release trigger would not release trigger mechanism.======================manufacturer response for sealing device, ligasure impact (per site reporter).======================they will have representative pick up product.